Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in an adult female patient who had essure (batch no. A66682) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low grade squamous intraepithelial lesion, cervical dysplasia and allergy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), the first episode of allergy to metals ("nickel allergy"), the first episode of vaginal discharge ("irregular vaginal discharge"), the second episode of allergy to metals ("nickel allergy"), genital haemorrhage (seriousness criterion medically significant), the second episode of vaginal discharge ("vaginal discharge"), dyspnoea ("breathing issue"), rash pruritic ("breaking out and itching") and pelvic pain ("pain,"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy successfully removed essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menstrual disorder, dysmenorrhoea, menorrhagia, dyspareunia and migraine had resolved, the back pain, rash pruritic and pelvic pain was resolving and the last episode of allergy to metals, genital haemorrhage, the last episode of vaginal discharge and dyspnoea outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, dyspnoea, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pelvic pain, rash pruritic, the first episode of allergy to metals, the first episode of vaginal discharge, the second episode of allergy to metals and the second episode of vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: test performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal bleeding (general)/heavy bleeding") in an adult female patient who had essure (batch no. A66682) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low grade squamous intraepithelial lesion, cervical dysplasia and allergy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), the first episode of allergy to metals ("nickel allergy"), the first episode of vaginal discharge ("irregular vaginal discharge"), the second episode of allergy to metals ("nickel allergy"), genital haemorrhage (seriousness criterion medically significant), the second episode of vaginal discharge ("vaginal discharge"), dyspnoea ("breathing issue"), pruritus ("breaking out and itching") and pelvic pain ("pain,"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy successfully removed essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menstrual disorder, dysmenorrhoea, menorrhagia, dyspareunia and migraine had resolved, the back pain, pruritus and pelvic pain was resolving and the last episode of allergy to metals, genital haemorrhage, the last episode of vaginal discharge and dyspnoea outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, dyspnoea, genital haemorrhage, menorrhagia, menstrual disorder, migraine, pruritus, the first episode of allergy to metals, the first episode of vaginal discharge, the second episode of allergy to metals and the second episode of vaginal discharge to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2013: test performed most recent follow-up information incorporated above includes: on 13-mar-2018: pfs+mr received: new events: genital haemorrhage, allergy to metals, vaginal discharge, pruritus, dyspnoea were added. Reporter, patient demographic information, all other relevant history updated. Product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal menstrual bleeding"), dysmenorrhoea ("menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), allergy to metals ("nickel allergy") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy successfully removed essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, allergy to metals and vaginal discharge had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine and vaginal discharge to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: test performed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.